Manufacturer narrative:
Damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The active electrode also showed some additional damage to the electrode wires, as being caused by minute device mobility. An accident or impact might have weakened the fixation of the implant, consequently leading to electrode mobility. The problems given in the recipient report appear to match the damage found. This is the final report.

Event description:
The user is no longer responding to sound with the device. An incident of accident or trauma is unknown. No further information has been made available.

Event description:
The user is no longer responding to sound with the device. An incident of accident or trauma is unknown. No further information has been made available.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. No further information about possible further steps has been received despite requested.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user is not responding to sound with the device. An incident of accident or trauma is unknown.